Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. On (B)(6) 2011, the telemetered battery voltage was 2.52 v, while the daily battery voltage trend measurement was 2.76 v. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device has low battery voltage. The patient was admitted to the ER with the device at elective replacement indicator due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device has low battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, we did receive performance data collected from the device and have analyzed the data. On (B)(4)-2011, the telemetered battery voltage was 2.52 v, while the daily battery voltage trend measurement was 2.76 v.